Event description:
The complainant stated during a pt transfer from the bed to a wheelchair, the sling bar accidently hit the pts face and the left ear. The pt sustained a cut on the top of his left ear which required stitches.